Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 32 mm x 2.25 mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified mid to distal left circumflex artery. Pre-dilatation was performed with 2.00 x 12 maverick balloon catheter, leaving 70% residual stenosis in the lesion. A 2.25 x 32 mm promus element drug-eluting stent was deployed to cover the lesion. However, following deployment, a dissection was noted at the proximal part of the circumflex artery. A 2.25 mm x 20 promus element drug-eluting stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient was stable.